Event description:
It was reported that the patient was not able to adjust the stimulation. The display showed the "call your doctor" icon. Caller reported a por condition. Patient said her implant was revised a few days prior, and this was the first time she tried to used the patient programmer to use the stimulation. The patient was reprogrammed in the office by company representative. She had the device placement revised a few weeks ago and all of the settings were lost thereafter.

Manufacturer narrative:
(B)(4).